Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic with inappropriate atp and hv therapy for atrial fibrillation with rapid ventricular response due to programming. Programming changes were made. Patients condition was stable after the event.